Event description:
The hospital reported that, during a case, the ventilator provided larger than expected tidal volume. The clinician adjusted the tidal volume from 600ml to 400ml. The case was completed with no further reported complaint. There was no reported patient injury.

Manufacturer narrative:
As the event occurred on (B)(6) 2013, patient information is no longer available. Per 21 cfr 806 ge healthcare initiated a medical device correction for this issue under report no. (B)(4).